Manufacturer narrative:
The edi-catheter has been returned and visual examination shows that it has a crack at the 55cm mark, a place which can be on the invasive part of the edi catheter. The investigation is ongoing and further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the edi catheter that had been in use for 22 days was leaking of medicines/nutrition around the tracheostoma. Chest x-ray was done 2 times to confirm the placement of the catheter. The placement was determined as correct. However, a distinct bubble was noted. The edi catheter was removed whereupon a crack alongside the edi catheter was observed. There was no pt harm. (B)(4).